Manufacturer narrative:
Event date year valid (2019). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they started having nerve pain along the spine and burning at the ins site 4-5 weeks prior to (B)(6) 2019. No further complications were reported or anticipated.